Manufacturer narrative:
On november 19, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures, and a tear was observed on the posterior view, measuring approximately 0.2 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the serial number of the replacement device used on (B)(6) 2020 was (B)(6), not (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 2, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 5, 2020, mentor became aware that the replacement device used on october 16, 2020 was catalog number 9508342, and serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 350/400cc mentor siltex contour profile moderate and experienced breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2020.